Manufacturer narrative:
The end user removed their surgical gown and observed the gown to be wet. No delays or cancellations in patient procedures were reported. The user was wearing a level 2 gown and should have been wearing a level 4 gown to provide adequate barrier protection. Customer in-service/training on the proper gowns to be worn during various surgical procedures was completed on (B)(6) 2017.

Event description:
The user facility reported that at the end of a surgical procedure (plastic surgery-abdominal), an employee observed a strikethrough on their surgical gown.